Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced infection, accompanied by pus and inflammation. In (B)(6), the patient had only the pump removed, and the scrotum debrided. However, the infection did not resolve, so the entire system was subsequently removed and replaced with a malleable prosthesis. No further patient complications were reported.